Event description:
The hcp reports onset/diagnosis of infection in 2005. The pt was experiencing redness, swelling and pain. The pt did not have meningitis. The primary source of the infection was the device pocket. A culture from the lumbar region was obtained. Results not reported. The pt was treated with oral and intravenous antibiotics and total device system explant. The infection has resolved. The pt did not experience withdrawal.